Manufacturer narrative:
The cause for the (B)(6) patient result on the advia centaur xp system is unknown. The customer quality control results were acceptable and the clinical status of the patient is unknown. Siemens has inquired if the patient sample is available for further investigation. No conclusion can be drawn. The instruction for use (IFU) states the following in the limitation section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00108 on (B)(6) 2013 for a (B)(6) patient result. (B)(6) 2013 - additional information: the customer has provided the patient test result from a second alternate (B)(6) test method and has indicated that the (B)(6) result from the first alternate (B)(6) test method was (B)(6). Assay second alternate hcv test method result. (B)(6). The customer considers the negative advia centaur xp (B)(6) test result as the correct patient result.

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained by the customer on a patient sample and considered (B)(6) when compared to an alternate (B)(6) test method. The customer performed repeat (B)(6) testing on the discordant sample one week later and the advia centaur xp results were (B)(6). There was no known report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.